Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A DHR review revealed no mfg issues occurred during the production of the identified device lot.

Event description:
The jaws of forceps instrument broke during surgery. All pieces were retrieved and the procedure was successfully completed. No pt injury was reported. The item was purchased in 2007 and was only used sparingly, according to the surgeon.